Manufacturer narrative:
No product has been returned and a valid serial number and lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for all precision strips and all precision xceed meters within expiration at the time of the complaint were reviewed, and the DHR reviews showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the reported complaint and precision xceed meter, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.this serves as a correction report. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report. Has been updated. The expiration date in section d-4 has been removed as a valid lot number has not been provided.

Event description:
Customer¿s caregiver reported customer received lower readings from his adc blood glucose meter than readings received on a healthcare provider¿s meter and provided the following examples: adc: 85 mg/dl vs hcp: 300, adc: 105 mg/dl vs hcp: 320 mg/dl and adc: 110 mg/dl vs hcp: 200. Caller further reported that on an unspecified date customer experienced ¿dizziness¿ and then lost consciousness. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Caller did not know when the medical event occurred or when the readings were received relative to the medical event. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The test strip lot number is unknown; hence the date of expiration is unknown. The meter serial number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received lower readings from his adc blood glucose meter than readings received on a healthcare provider¿s meter and provided the following examples: adc: 85 mg/dl vs hcp: 300, adc: 105 mg/dl vs hcp: 320 mg/dl and adc: 110 mg/dl vs hcp: 200. Caller further reported that on an unspecified date customer experienced ¿dizziness¿ and then lost consciousness. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Caller did not know when the medical event occurred or when the readings were received relative to the medical event. No additional information was provided. There was no report of death or permanent injury associated with this event.